Manufacturer narrative:
H3: this complaint does not require further investigation. The cadd-ms 3 devices stopped being manufactured in june 2017 and is considered a mature platform. The product line is not expected to incorporate further design enhancement. Based on its long-standing status as an active device with documented complaints, investigations and risk assessments, product complaint investigation activities are not expected to identify new failure modes that might require new actions / controls / mitigations.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that one of the patient's pumps had lost programming and the cap broke off. Patient only had 1 working pump with her. The pharmacist had advised the patient to make sure to always replace the batteries to avoid losing the program, and the patient does that. It was unknown if troubleshooting was performed, and the patient did not have an interruption in therapy or adverse event or any injury due to pump issue.